Event description:
It is reported that the trial was placed in usual fashion and fractured.

Manufacturer narrative:
Evaluation: only half of the device was returned for evaluation, the other half was discarded at the hosp. The device had a potential field age of 4 yrs. Device history records indicate device manufactured to specification. The parts fail from the section with the mold weld line due to repeated use and autoclaving. Normal wear and tear seems to be the cause of the failure.